Manufacturer narrative:
(B)(4)

Event description:
The dependent patient presented for change out due to a seemingly rapid battery depletion and unusually short eri to eol margin. The device was explanted and replaced successfully. No additional information was available.